Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a "leak issue". Patient involvement is unknown.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, reservoir gasket is worn out, quick connect was corroded, faded line cord, alarm was not alarming, hl-90 switch label was damaged, and reflux plug/hl-90 was missing. Per functional testing, the device was leaking from the bottom of the tank cover. The complaint was confirmed. The root cause was a worn gasket. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced reservoir gasket, quick connect, line cord, printed circuit board (pcb), hl-90 switch label, reflux plug/hl-90 and o-rings. Performed preventative maintenance (pm) and calibration. The device passed all functional and delivery tests.